Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported a rupture of the device. Later, healthcare professional confirmed the events. This record is for the left side. The device remains implanted. Explant surgery is scheduled, and the explanted device will be returned.

Event description:
Patient reported a rupture of the device. Later, healthcare professional confirmed the events. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture of the device. This record is for the left side. The device remains implanted. Explant surgery is not yet scheduled, and it is unknown if he explanted devices will be returned.